Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6 fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. In recovery a hematoma developed which was pressed out. It was also determined that the patient had a pseudoaneurysm which required surgery to correct. Patient has since recovered and been discharged.